Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-08. The patient stated that a couple months after being implanted their implantable neurostimulator (ins) moved and was hurting. The patient had a revision surgery in (B)(6) 2015 in which they moved the ins further down or ¿whatever they did¿. The patient¿s manufacturer representative (rep) was aware of the issue in (B)(6) 2015. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they only used their previous implantable neurostimulator (ins) for about a month because the battery had moved. The patient stated that they had a revision surgery to move the ins sometime in (B)(6) 2015. It was reported that the ins battery was also dead from not charging and couldn¿t be restarted after a manufacturer representative had attempted. It was noted that the ins moved about a month after the patient was implanted on (B)(6) 2016. No patient symptoms were reported and there were no further complications. Indication for use spinal pain.